Event description:
Implants hardened, but dr performed office procedure breaking encapsulation, but implants hardened almost immediately. Increasing fatigue, memory/concentration impairment, dermatology problem, fibromyalgia, joint pain, tinnitus, unemployable, chemical allergies, heart arrhythmias & food sensitivities.